Event description:
The hcp reported the pt was complaining of withdrawal symptoms. A catheter dye study was attempted in the office, but they were unable to aspirate. In surgery, the catheter was found to be broken apart at the pin connection site and was disconnected. The pump and catheter were both explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.